Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: complaint could not be confirmed. The reason for the reported condition could not be determined. It was noted that the suture sleeve was cut. Additionally, the lead was cut at 17.5cm from the proximal end and showed three cuts between 20.0 and 20.9cm from the proximal end. All electrical and mechanical measurements were within standard device specs.

Event description:
It was reported that one day post-implant, the right ventricular passive fixation lead exhibited a sensing anomaly. The physician chose to explant the lead and replace it with an active fixation lead.